Event description:
Report four of five received of a localized infection around the epidural catheter site. The customer reports that the epidural catheter was inserted in 2001. The placement was thoracic, for pain control. It was reported that early in the a.m. On the day of the event, the patient "spiked a temperature of 39c." The patient was reported to complain of "severe back soreness." The catheter was removed on the day of the event. There was reported to be a "cellulitis type area around the insertion site." It was reported that when the catheter was actually out, there was "pus type drainage came out of the hole." There was no report of an abscess type area. The patient was treated with vancomycin for one or two doses. The back soreness was reported to have continued off and on for 4-5 days. There was no report of adverse patient sequelae. The patient has been discharged home. Additional patient and event information was requested, but no further information was available.